Event description:
The company was informed that the pt received very little benefit from her implanted device since 2002. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.